Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.5x12mm drug eluting stent was placed in the left anterior descending artery. The patient presented to a different hospital the following day with chest pain. They found that the taxus stent was totally occluded. The physician was able to open the stent and fproceeded to predilate the vessel and place theree more taxus stents, 2.524mm, 2.75x12mm and 2.75x24mm, distally. Each stent was deployed at 18 atm's. The patient remained hospitalized and three days later it was determined that all the stents had a total occlusion. The physician ballooned all the stents successfully. Patient status was reported to be ok and remains on plavix.